Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer wanted to make sure his insulin pump was working correctly the paramedics were called for low blood glucose of 20 mg/dl. Blood glucose of 200 mg/dl was also reported. Paramedics treated with IV. Customer has been experiencing low blood glucose for ten days. The drive support cap appears to be normal. Customer was admitted on (B)(6) 2015, (B)(6) 2015, and (B)(6) 2015. Blood glucose at the time of the events has been in the 20 mg/dl range. Customer was never admitted just treated at home. First event customer was walking dog and the police called paramedics thinking he was drunk. Other two events occurred in the customer's home. Customer thinks the events have occurred because his doctor set his basal rates too high. Device was not exposed to an MRI. Customer was advised to monitor the device and call back if issues persisted. No further information reported.